Event description:
It was reported that there was a deflection issue with the celsius 4mm catheter during this procedure. The deflection mechanism broke. The procedure was completed by using another like device. There was no patient injury reported in this procedure. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that there was char on the proximal side of the tip dome measuring more than 1mm. This condition was not originally reported by the customer. The amount of char on the catheter is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. The reported lot number was reported as 15894745m. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that there was a deflection issue with the celsius 4mm catheter during this procedure. The deflection mechanism broke. The procedure was completed by using another like device. There was no patient injury reported in this procedure. Upon receiving, the catheter was visually inspected and char was found close to the tip dome. This condition was not reported by the customer. Per the reported event, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the anchor pin was loose. It was then tightened, a second deflection test was performed and catheter passed. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. For the char, it remains unknown the origin since the catheter met manufacturing specifications. An internal corrective action has been opened to address the anchor pin adjustment issue.